Event description:
It was reported that before use of the syringe plastipak 5ml 25mm 7dmm s/su nbs there were scratches in the syringe body. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: identified scratches in the syringe body. Some of them are transparent. Customer reported that the issue was identified with the syringes inside the closed packages. No damage to professional. There is no patient involved. The complaint was captured during the phone call performed on 03-april-19. The site with the issue was marked with a black color.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the occurrence were observed. The photo sent by the customer was verified and it was not possible to observe any damage at the barrel. Also the retain samples were verified and no deviations were observed. This way, based on photo evidence, it was not possible to confirm the complaint for damaged component. At one sample it was possible to identify bubble at molded barrel. The potential cause to that issue is a failure at molding process. The incident identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe plastipak 5ml 25mm 7dmm s/su nbs there were scratches in the syringe body. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: identified scratches in the syringe body. Some of them are transparent. Customer reported that the issue was identified with the syringes inside the closed packages. No damage to professional. There is no patient involved. The complaint was captured during the phone call performed on (B)(6) 2019. The site with the issue was marked with a black color.